Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an would not power on after charging pcu was not determined because no products or device logs were returned.

Event description:
It was reported that the pc unit would not turn on and began beeping/red light flashing once plugged in. After letting it charge for a few minutes, the hospital biomed attempted to press system on again however the pump still would not power up and would not stop beeping / red light flashing. There was no patient involvement. Additional information received during due diligence: the hospital biomed completed battery calibration and indicated the unit was ¿operating properly¿ and returned to service.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit would not turn on and began beeping/red light flashing once plugged in. After letting it charge for a few minutes, the hospital biomed attempted to press system on again however the pump still would not power up and would not stop beeping / red light flashing. There was no patient involvement. Additional information received during due diligence: the hospital biomed completed battery calibration and indicated the unit was ¿operating properly¿ and returned to service.